Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (false asystole events) was confirmed. Upon evaluation, the brown (-5v) wire was open inside the trunk cable. The cause of the false asystole events is the damaged wire. The root cause of the damaged wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing false asystole events.